Event description:
The user facility reported that during an unspecified therapeutic procedure the electrosurgical unit failed to activate the coag function. As a result, the procedure was completed using a non-olympus generator (bovie). There was no patient injury reported.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain more detailed information regarding the report but with no result. The electrosurgical unit was returned to olympus for evaluation. The evaluation was not able to duplicate the user's report, as the coag function worked appropriately during the evaluation of the unit. The unit was tested using a test footswitch and an electrosurgical analyzer to measure the power outputs and olympus found the unit to pass all functional tests and procedures. The device was returned to the user facility. This report is being submitted as a medical device report in an excess of caution.